Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported complaint of a grey plastic piece snapped off inside of the autopulse nxt platform (sn (B)(6)) where the nxt band goes, and they are unable to use the device was confirmed during visual inspection and functional testing. A broken piece of the band tab was observed to be lodged in the right side of the band attachment release and slot area. The right and left side capture flanges were broken, which prevents an nxt band from being inserted. The ap nxt platform failed the preliminary functional test. The band tab was lodged in the right side of the band attachment release and slot area. Due to a broken capture flange on the right and left sides, the band could not be inserted, and no functionality could be achieved, confirming the reported complaint. The band tab was removed, and the capture flanges were replaced to remedy the complaint. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
The customer reported during shift check, a grey plastic piece snapped off inside of the autopulse nxt platform (sn (B)(6)) where the nxt band goes. They are unable to use the device. No patient involvement.